Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown point of an unknown procedure, that the protective sheath of a ncircle tipless stone extractor separated from the handle. It is unknown how the procedure was completed. No adverse effects to the patient have been reported at this time. Additional information has been requested, but it was reported that information for this case would not be available for a "few weeks". A follow up report will be submitted if additional details become available.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
It was reported on 03/04/2020 of an incident involving a ncircle tipless stone extractor ntse-022115-udh from an unknown lot. The support sheath of the device reportedly separated from the handle. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of the instructions for use, drawings, manufacturing instructions, and quality control data. One ncircle tipless stone extractor was returned for investigation. Visual inspection of the returned device noted the device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 2.5 cm in length. The support sheath was partially severed 1mm from the nose of the mlla. One of the basket wires was pulled out of the distal cannula. There were no kinks in the basket sheath. Functional testing determined the handle does actuate the basket formation. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Because there are no known related non-conformances, adequate inspection activities have been established, and no other known lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The yellow support sheath was separated at the handle. The separation was preventing the motion of the handle from opening the basket. It was also observed that one of the basket wires had pulled free from the basket cannula. Devices are inspected for damage and functionality multiple times during manufacturing and quality control inspections. The device was also packaged with the basket in the open position, indicating the device was not damaged when received by the customer. It is possible that the device was damaged during use due to procedural factors such as the size, shape, or location of the stones, user technique, or interaction with another device such as the scope. There is no information provided related to procedural issues, therefore the definitive cause for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.